Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. As received, the monitor was unable to power on. Upon investigation, the q12 and q16 transistors were shorted on the monitor defibrillator board. The cause of the test failure is the shorted components. The root cause for the shorted components could not be positively identified. No adverse event resulted form the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor would not power on.